Event description:
It was reported that during a lap bypass procedure, the device was pre loaded by the scrub nurse and then passed to the surgeon. He clipped a vessel and the clips were fine. He then came to take the next vessel and the applier fired as normal. But the clip remained in the jaws of the applier. Another clip was then fired and this came out of the jaws but would not remain on the vessel. It would not close properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/14/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.